Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a high undefined lead impedance warning. It was also noted that the right atrial (ra) lead was oversensing. The ra lead was removed and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.